Event description:
I had essure devices placed in (B)(6) of 2011, since the implantation of the essure, I have had uncontrollable bloating pain, and heavy periods with clotting and horrible cramps. Some months the pain is so strong I have diarrhea and vomiting. I have had pain, tenderness, and what feels like muscle spasms all over my belly since the procedure. Sometimes it gets firm and reminds me of contractions like when I am pregnant. I have noticed my periods increasingly heavier, last month I soaked through a super-plus tampon and backup pad every 1-2 hours plus large clots. Several times I have just changed and have a sudden gush of blood and I am not able to make it to the bathroom without a big mess. I never had heavy periods until essure. Doctors said I was lucky to have babies because my periods were so light and only lasted a few days. I also continue to suffer from many other symptoms such as severe headaches/migraines, pelvic pain, lower back pain, thyroid problems, gastro problems (just had an exploratory surgery), adrenal problems, intercourse is painful during and after. I have had 2 yeast infections, 2 bacterial infections, and 2 bladder infections in the last several weeks, hair loss, very bad periods, stabbing pain, bloating (look like I am pregnant), my stomach seems to be getting bigger and bigger and I think it is because I am swollen inside. I have also woke up several nights crying out because of horrific chest pain. (I was so nervous I was having a heart-attack or would not wake up the next morning). I used to play soccer and be able to lift weights and work out everyday. I can no longer workout or play with my kids. I don't get to do any of the things I used to love doing with my family. I struggle to even get out of bed in the morning to get my kids breakfast and help get them ready for the day. I am so tired and fatigued all the time no matter how many hours of sleep I get. It is so frustrating... The list just keeps getting longer and longer.. I have gone to several doctors and have been told by all of them that these symptoms are not from essure. I am sick of doctors not believing me and thinking I am crazy. I am scheduled to see another doctor in 2 weeks and hopefully I am on my way of getting these things out of me and getting on with my life .. This experience has been terrible. My family and I have suffered for 2 1/2 years and still no relief. I have spent so much time and money trying to get help and still do not have help to this day. I do not care about the money but I am sick of being in constant pain. I want the doctors to be informed. Just like some prescriptions do not work for some I believe essure is the same. I do know that it was not right for me and my body. The doctors who place the coils need to be aware that it is not right for some women and need to be educated on how to remove the coils. It is time that we admit that their is a problem with essure and stop denying the side effects that occur.